Event description:
Prescriber ordered morphine 30 mg/30 ml pca for the patient at 14:54, with 1 mg demand, 10 minute lockout, and 20 mg lock-out amount. Nurses documented administration of the morphine pca at 15:04. At 15:15, the nurses set up the pca pump. The nurses were having trouble with the syringe clamp in the pca pump. Due to the positioning of the clamp (not being straight), the pca infusion pump detected a 60 ml syringe size and gave the nurses options to select only from a list of two 60 ml syringes. The pump was programmed using at monoject 60 ml syringe size at this time. The nurses chose the correct morphine 30 mg/30 ml standard concentration pca option from the pca drug library. Because the pump was programmed for a 60 ml syringe, the pump detected a starting syringe volume of 46.37 ml rather than the actual amount of 30 ml. From that point on, each time a 1 mg demand dose was requested by patient the pump delivered 0.65 mg/0.65 ml rather than 1 mg/1 ml as intended. At 11:46 the pump showed that 43 ml had been delivered from the 30 ml syringe. The pump alarmed that the syringe was empty. The nurses were perplexed as to how the pump would show 43 ml having been delivered from a 30 ml syringe. At 12:18 nurses started a new pca, and this time the pump detected the international medical systems (ims) 30 ml syringe as the correct syringe option. The pump started with the correct starting volume of 30 ml. However, nurses suspected a potential problem with the pca pump, took down the set-up, sequestered the pump and notified biomedical engineering.